Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 417 mg/dl at the time of incident. The customer was treated with insulin pump. The customer reported that the insulin pump was not giving me enough insulin. Customer stated they gave false carbs to insulin pump to be able to get it to deliver more insulin. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.